Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ quincke spinal needle had foreign matter in the package. This was discovered before use. The following information was provided by the initial reporter: I allow myself to make novelty found in spinal needle no 22 x 3.50 in which in its sterile package has a hair.

Manufacturer narrative:
Investigation: bd has been provided with a photo and sample for catalog 405181 lot 8337878 to investigate for this record. Visual examination of the photo and returned sample shows the foreign matter, in this case, a hair in the sealed package. As a result, bd was able to verify the reported issue. The investigation consisted of the review of the device history record for the reported lot, operating instructions, customer sample, test records and preventive maintenance records related to the spinal needle assembly and packaging process. The most probable cause of the reported issue is related to human factors for inappropriate gowning practices.

Event description:
It was reported that bd¿ quincke spinal needle had foreign matter in the package. This was discovered before use. The following information was provided by the initial reporter: I allow myself to make novelty found in spinal needle no 22x3.50 in which in its sterile package has a hair.